Manufacturer narrative:
Additional narrative: UDI: unknown part number, UDI is unavailable. This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3 other text : device not returned.

Event description:
This report is being filed after the subsequent review of the following literature article: thierry david, md: long-term results of one-level lumbar arthroplasty minimum 10-year follow-up of the charite´ artificial disc in 106 patients acknowledgment date: april 20, 2006. First revision date: june 6, 2006. Second revision date: july 17, 2006. Acceptance date: july 18, 2006. N=3 subsidence n=5 postoperative facet arthrosis n=2 core subluxation